Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 2 syringes of juvederm® voluma¿ in the malar region, and one syringe of juvedem® volbella¿ in the nasojugal groove. About 30 days after that, presented edema in the lateral zygomatic region, without response to prednisone 40 mg and cefadroxil. Thinking about biofilm, physician prescribed orally clarithromycin and ciprofloxacin and injected 250-300ui of hyaluronidase in the malar region, progressing with improvement. 45 days after injection, ¿patient presented a new episode of edema and erythema in the right nasojugal groove, extending to the lower and upper right eyelids, starting a new cycle of antibiotics (clarithromycin and ciprofloxacin).¿ 3 days later, physician prescribed bactrim f and performed a new injection of hyaluronidase in the nasojugal groove, which was repeated 3 days after that, evolving with improvement of the condition. The third ¿episode¿ occurred after 3 days, with edema and erythema in the lower left eyelid, even when using orally clarithromycin and ciprofloxacin. Patient used only cold compresses, evolving with an improvement of the condition. 4 days later, patient presented the fourth episode of exacerbation with edema and erythema of the upper and lower right eyelids, maintaining the antibiotic and performing a new injection of hyaluronidase (250-300 ui) at the site. Hcp instructed to keep the antibiotic regimen for 30 days. Patient remains with inflammatory nodules in the local. Current diagnosis: intermittent and persistent late edema triggered by biofilm. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00296 (B)(4). This record is for juvederm® voluma¿.